Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of wound leak is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a xen®45 gts implanted at 12 o'clock via ab-externo technique in unknown eye. Around post-operative week 6, a non-closing defect in the conjunctiva about 0.5 mm in length was observed about 4 mm from the stent. Hcp sutured the defect but the conjunctiva pulled away a week later (pow7); hcp sutured again but the conjunctiva opened up after another week (pow 8). The conjunctiva continued to separate from the suture, resulting in a defect about 1 mm in length. Hcp will monitor defect without further intervention. Hcp reported eye is well with iop of 7-10 mmhg and a diffuse bleb. Device remains implanted.